Event description:
(B)(4). It was reported that during a coronary angioplasty treatment procedure, melon seeding of the balloon occurred. The target lesion was located in left circumflex coronary artery, including the 1st and 2nd obtuse marginal arteries. Stenosis consisted of 30-50% in the first marginal, and 90-95% in the 2nd marginal. Using a non-bsc guide catheter and guidewire, the maverick2 2.5x15mm balloon catheter was advanced to the target lesion. The balloon was inflated at 8 atm for 60 seconds. It was noted that during operation of the balloon, some melon seeding occurred. The balloon was successfully used by inflating it slowly. The balloon was inflated 3 more times: 14 atm for 20 seconds, 14 atm for 10 seconds, and 12 atm for 90 seconds. Follow up angiography revealed 10% residual stenosis. There were no pt complications and the pt's condition post procedure was reported to be stable.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).